Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and it was confirmed that the tip was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to thermally mechanically induced damage/wear likely in connection with mechanical overload due to impact, fall or similar influence (leading to cracks in the insulation material). However, a specific root cause could not be identified. The event can be prevented by following the instructions for use which state: warning infection control risk. "Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel." 4.1 inspection and testing inspecting the product. "Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures)." Warning risk of injury "impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged." Damaged product "if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device referenced in this report has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported, the tip of the resection sheath, 24 fr. Broke off in the urethra during an unspecified procedure. The broken piece was completely removed. The procedure was completed with a similar device. There were no reports of patient harm.